Event description:
It was reported that bd preset¿ arterial blood collection syringe had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea abg has fm in the barrel.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea abg has fm in the barrel.